Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluids from the primary solution containers into the secondary solution containers. On unspecified date, unspecified primary tubing sets were being used to deliver unspecified medications. At unspecified times, the option lok male adapter of the secondary tubing sets were connected to an unspecified y-site on the primary tubing sets for a piggyback deliveries of unspecified medications. The primary solution containers were hung lower than the secondary solution containers. After unspecified lengths of time, backflow of solution from the primary solution containers up into the secondary solution containers were noted. No specific event details were provided. Multiple unsuccessful attempts were made for additional information including if the tubing sets were replaced and the therapies were resumed, if there were any reported adverse pt effects, delays in therapies critical to these pts, and if medical interventions were required.

Manufacturer narrative:
The lot number of the device that was in use is unk. A device from one of two possible lot numbers (lots) 142054w and 160184w is expected to be returned for investigation. It was not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.